Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer stated his pump does not remind him to bolus, customer missed bolus reminder. The customer stated they do not hear the alarm; it's been suspended if he forgets to resume the pump. Performed a self-test and pump functions. The customer agreed to return pump for analysis. The customer's blood glucose was unknown.